Manufacturer narrative:
(B)(4). Evaluation summary: the rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test but failed homechoice rite electrical test. External/internal inspection was performed and passed. Performed ground bond verification and the resistance was within specification. The product analysis lab evaluated the device and found no failure or malfunction that could have caused or contributed to the rite failure. The cause for the rite failure of failed ground bond was undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: ground bond failed performance specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.